Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of three reports (3007042319-2015-02503, 02504, & 02505) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the batteries are switching to the other power source earlier than expected. The batteries were replaced with no effect to the patient. Investigation is ongoing.

Manufacturer narrative:
Analysis of the (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. There are no apparent contributing clinical factors to the reported event. The premature switching events and critical battery alarm were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02503, 02504, & 02505) submitted for devices related to the same event.